Event description:
The catheter was inserted in to the pt's left median (B)(6) 2006. A bd introsyte autoguard shelded introducer was used for insertion. Skin prepping solutions were alcohol and betadine. On (B)(6) 2006 the catheter was found broken 1 cm above the hub. The internal portion of the catheter was out of the insertion site 3 cm and anchored with hub guard. The catheter was removed by hand with ease. Replaced with peripheral line as pt only has three doses left of therapy.

Manufacturer narrative:
Conclusion: a root cause analysis was unable to be prformed as the sample was disposed off.